Event description:
It was reported that during a procedure of the mildly calcified, de novo proximal left anterior descending artery lesion, the balance middleweight guide wire was used with a mini trek dilatation balloon, however, during removal of the balloon resistance was met. The two devices were removed from the anatomy as a system; outside the anatomy it was noted that the guide wire was broken (the physician felt that the lumen of the mini trek may have been too narrow). There was no reported clinically significant delay in the procedure due to the device issue. A second guide wire and trek were used to complete the procedure without incident. There was no reported adverse patient effect. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). Analysis of the returned product noted blood visible on the shaft and on the tightly folded balloon, consistent with the catheter advanced into the patient anatomy. The bayonet portion of the hypotube was twisted and kinked proximal to the guide wire exit notch. There was a bend in the hypotube at the distal end of the hub nosepiece. There were three kinks in the distal shaft distal to the guide wire exit notch. Since this damage was not reported in the incident information, the kinks and bends in the hypotube may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis and do not appear to have contributed to the reported difficulty with the guide wire. Factors that may contribute to the inability to advance/retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. A mandrel was advanced through the tip and guide wire lumen with mild resistance noted at the kinks in the inner member, which met manufacturing criteria. The guide wire used in the procedure was not returned for analysis therefore it is unknown how it may have contributed to the reported difficulty. However the reported difficulty was unable to be confirmed as a new .014 in guide wire was backloaded through the balloon catheter and removed with no resistance noted. It is possible the noted kinks in the shaft resulted from inadvertent handling prior to the procedure; therefore contributing to the reported resistance advancing and removing the catheter; however as the kinks were not reported with the case information, they could have occurred during packing for return analysis. A review of the finished device lot history records (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for difficult to position/remove the guide wire or device undersized for this lot. There is no indication of a lot specific product quality deficiency. In this case, the reported difficulty advancing and retracting the guide wire and undersized lumen could not be confirmed, however, there is no indication of a product quality deficiency. Evaluation summary: all dilatation catheters are visually inspected and checked for proper guide wire movement during manufacture. Additionally, a sampling of units is destructively tested to ensure proper guide wire reversibility before device release.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight; rhv: abbott rhv. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information. The balance middleweight is being filed under a separate MFR number.